Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was reported that a patient with a 29mm 3000 aortic valve, implanted in the pulmonic position underwent a valve-in-valve procedure after an implant duration of 10 years, 2 months due to severe pulmonary regurgitation and moderate pulmonary stenosis. The patient presented with atrial arrhythmia, nyha class 3, and ongoing hypervolemia. The device was replaced with a 23mm 9750tfx transcatheter valve successfully. The patient was transferred to the pacu in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.